Event description:
It was reported that patient was admitted to the hospital on (B)(6) 2025. Patient was conscious and had a urinary foley catheter placed after transurethral bladder stone lithotripsy, urethral stricture dilatation. The urinary catheter was unobstructed and properly fixed. The patient was informed of relevant precautions. No restraint belt was used during the indwelling period. At 10:13 on (B)(6) 2025, the patient was in bed. The doctor found that the urinary catheter had fallen out by itself during the ward rounds. The urinary catheter water bag was ruptured, and the patient's urethral opening was not damaged. The doctor replaced the urinary catheter drainage tube. The drainage fluid was yellow. The patient's condition was continued to be observed as instructed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.